Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device.

Event description:
It was reported there was wound exudate from the ICD pocket wound due to an infection. Local disinfection of the pocket wound was done.